Event description:
The customer reported that during a routine check of the unit, on power up, the display was blue. No pt was involved.

Manufacturer narrative:
The company rep observed that the screen intermittently does not come up. The company rep found main board error codes 5 (acrotic driver fault) that occurred 153 times and 20 (comm fault) that occurred 50 times. The company rep replaced the main cpu board (part number 0670-00-0799e). The company rep performed performance tests and safety checks. The unit met factory specifications and was returned to the customer. (B)(4).